Manufacturer narrative:
The medical center in the (B)(6) discarded the impella pump product at the time that care was withdrawn. The pump benchtop analysis to root cause is not possible. The native condition of peripheral arterial disease and small vasculature most likely contributed to the ischemia. The failure mode will be monitored and trended.

Event description:
The complainant in the EU had placed an impella cp for support despite known peripheral arterial disease in the lower limbs. The gender and age is not known to the abiomed field representative in the netherlands. The small vasculature and cold foot prompted the team to place fem-fem bypass. The flow was not fully restored. The impella accessed limb remained cold and pale. The team left the pump within the femoral until the family made the choice to withdraw care.